Manufacturer narrative:
Visual inspection of the returned device confirmed the threads on the tip are deformed and fractured. The device is no longer functional. Complaint history was reviewed and similar complaints for the reported lot number were identified. Additional information from the field representative indicates that the surgeon has not been seen to use excessive force in prior surgeries. It is unknown how many times this device has been previously used. The plausible root cause is consistent use over the lifetime of the device; however, a conclusive root cause of the reported event cannot be determined.

Event description:
A company representative reported that the tip of an aleutian tlif ii inserter fractured during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii inserter fractured during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.